Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Current blood glucose level was 407 mg/dl and at the time of the incident was 250 mg/dl. Low blood glucose level was 59 mg/dl which was treated with food. The customer declined troubleshooting. The insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for analysis.